Event description:
It was reported that prior to implant the lead was tested and the helix was able to extend. During the implant, after the lead was positioned, the helix was not able to extend. The lead was explanted and a new lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the full lead was returned, analyzed and the helix will not extend or retract due to distal conductor distortion within the connector. It was noted that there was blood in/on the helix/lobe mechanism.